Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experienced an e229 error. The event happened during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, g6, h2, h3, h6, h11. Corrected field: d5. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by damage to the cable unit, which could cause the image cannot be displayed. Regarding the initially reported malfunction, since the device malfunction could not be confirmed during evaluation, a root cause of the issue could not be establishment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.